Event description:
Endurant and valiant captivia stent graft systems were implanted for the endovascular treatment of an 12 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there is 90 degree angulated aortic neck. The patient was not an open surgical repair candidate. The physician elected to use a combination of endurant and valiant devices to treat this patient. It was reported that the final angiogram revealed that there was a slight proximal type I endoleak. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine. Review of pre-implant cta¿s revealed that the patient¿s neck was angulated 90 deg r-l. The neck diameter just below the renals was approximately 26x28mm, and 2cm lower expanded out to 32x34mm. The max diameter aaa measured 11.6cm and contained thrombus (6-7cm diameter). The right common iliac was aneurysmal (5cm max diameter), and the left common iliac artery diameter was 17-19mm. The right iliac artery was severely tortuous and the left iliac was moderately tortuous. The cause of the type I endoleak is unknown. Images during and post-implant were not available for return. It is likely that the severely angulated and conical shaped proximal neck contributed to the endoleak.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (thoracic aorta device used in abdominal aorta and use of device for in the severely angulated aortic neck).